Event description:
Patient was having a lap assisted robotic hysterectomy/bso (bilateral salpingo oophorectomy)done, when about half way through the procedure the robot alarmed and the arms and instruments froze which allowed the surgeon no control to continue with the procedure. We called technical support from intuitive and were instructed to power down the robot and reboot it. When the robot was restarted and calibrated it regained function and we were able to proceed with the case. This process of waiting and trying to fix the problem took somewhere between 15 and 25 minutes. There was no patient harm.